Event description:
Additional information received reported that the outcome was resolved without sequelae on (B)(6) 2014. It was noted that the entire system was replaced on (B)(6) 2014.

Event description:
Additional information reported the patient also had discomfort due to the event.

Manufacturer narrative:
Product ID: 3889-28, lot# v498894, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that signs and symptoms include poking, turned off and when turned back on, not working.

Manufacturer narrative:
(B)(4).

Event description:
About two weeks prior to the date to the report, it was reported the patient turned therapy back on after having it off for two months. Since the patient turned it on, they had not been feeling stimulation. Using the programmer, it was confirmed that stimulation was on at 0.6v on program 2. Stimulation was increased to 1.3v and they could not feel it and it was stated that used to feel stimulation before. It was noted the patient had been trying program 1, 2 and 3. The patient used to have 4 programs, but at one of their checkup appointments, ¿they deleted other programs¿ since the patient was only using one program. The patient did not know which program was working. The battery had been checked in ¿(B)(6)¿ and they either had ¿86% or 96%¿ of the battery left. By the end of the call, the patient was on program 1 and had increased stimulation to 1.5v and still felt no stimulation. It was indicated that the patient thought the interstim did help with their urinary symptoms, but they had not seen a ¿huge change¿ since being implanted. The patient never having therapeutic effect was noted. Information received as of the date of this report indicated, the patient was experiencing a loss of therapeutic effect. The patient experienced and increase in frequency and urgency. In addition, ¿device poking¿ was noted. Impedances were measured on 2014-04-17 and all impedances were greater than 4,000 ohms. Therapy was suspended and the patient was to have a revision on (B)(6) 2014. The event was reported to be ongoing. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported they were getting question marks (???) In the results for impedances. The question marks were seen during the patient's lead revision. It was noted that one year ago the patient fell and noticed the therapy stopped working. At the time high impedance was noted. Approximately one month prior to report the lead was completely fractured. They replaced the lead with no issues and the impedance was now showing question marks. It was noted all fluorescent lights were turned off, the stimulator was inside the pocket, and the patient had good motor response. The stimulator battery indicated 109 months and it was also noted the device had been turned off when they saw the patient today. The battery longevity was rechecked and indicated 109.5 months. They had increased stimulation up to 5.3 volts and the patient was not feeling stimulation therefore they stopped the test. Pulse width was changed for impedance testing and one pair showed impedances greater than 4,000 ohms. It was noted the patient had good motor response and impedance were improving with lowering the setting. Additional information noted the battery was replaced and all impedances returned to normal.

Event description:
Additional information reported there was no hospitalization required due to the event. The outcome was noted as non-serious injury/illness.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v498894, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported they suspected the cause of the event was a fall the patient had in (B)(6) 2013. There was impedance greater than 4,000 ohms on 1 lead. The issue had not been resolved at the time of report. The revision was still planned for (B)(6) 2014. Outcome was pending at the time of report.